Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and was explanted and replaced. During this replacement procedure, the physician decided to replace the rv lead because of an increase in capture threshold. When attaching the new rv lead to the implantable pulse generator (ipg), a possible set screw issue was found as the rv lead was unable to be fixed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.